Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, 6 months after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was good. Bone resorption and peri-implantitis were observed during the implant removal surgery. The patient will need another surgical intervention.